Manufacturer narrative:
Investigation summary: nineteen loose 10ml syringes in a convenience tray and 10ml syringe sealed in a bag were received. The samples were visually evaluated. Nineteen of the syringes were observed to have no visible defects or foreign matter present in the fluid path. One sample was capped by the customer and filled with an unknown medication, therefore the sample was evaluated through the bag. A fuzz like foreign matter particulate could be seen floating in the fluid path. The particulate appeared to be a piece of cardboard. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the foreign matter defect is associated with the assembly process. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: it was reported that a piece of cardboard was floating inside syringe after filling with medication.